Event description:
It was reported that an ilet insulin pump¿s screen and housing were cracked while the device continued to function, and the user was instructed to discontinue use and transition to back-up therapy until a replacement arrived. Symptoms included hyperglycemia, with a highest reported blood glucose of 205 mg/dl and levels outside target for about an hour, without ketone testing or other acute symptoms. Outcomes included no medical intervention or hospitalization and temporary use of back-up therapy. Investigation included collection of event details, troubleshooting, user education, and arrangement for device replacement and return for assessment. Investigation of the returned device revealed a confirmed device breakage affecting the external case/screen without reported alarms, consistent with a physical damage device problem localized to the pump enclosure. It was concluded, based on previously established findings for similar reports, that the cause was physical damage unrelated to device design or manufacturing.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.